Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a scratched display and also alarmed power system error detected. Customer's blood glucose level was unknown at the time of the incident and during the call. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. Pump trace download analysis confirmed the pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than for 4 consecutive hours due to connector resistance . After disconnecting and reconnecting the internal battery connector , the pump was monitored and functioned properly. Unit received with minor scratches on lcd window, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, faded serial number label and corroded battery tube.